Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra 2 meter does not turn on. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began at 8 am on (B)(6) 2018. The patient reported that he manages his diabetes oral medication, diet and exercise and no changes were made to his normal diabetes management in response to the alleged issue. The patient stated that he did not develop any symptoms, but alleged that at 10.30 am on (B)(6), he attended the emergency room. A blood glucose result of ¿500 mg/dl¿ was obtained on the hospital meter, and the patient reported he was treated with three metformin 800 mg tablets. During troubleshooting the csr noted this was not the first time the product was being used, there was no obvious misuse of the meter, and the correct test strips were being used. The csr noted that, when a new test strip was inserted the meter did turn on. When the power button was pressed for at least 10 seconds, the meter powered on. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.